Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on the left side on (B)(6) 2018. Although the child is making progress with the mapping, a large section of the cochlea is not being stimulated. No trauma or accident reported. The surgeon reports that the child has a normal cochlea and the surgery was straightforward. Reimplantation is planned for (B)(6) 2018.

Event description:
The user was implanted on the left side on (B)(6) 2018. Although the child was making progress with the mapping, a large section of the cochlea was not being stimulated. No trauma or accident was reported. The surgeon reported that the child has a normal cochlea and the surgery was straightforward. Only med-el surgical tools were used during implantation. The user has been re-implanted. It was stated in the device explantation report that the active electrode lead was found completely recessed in a channel.

Manufacturer narrative:
Conclusion: the device investigation shows damage to the active electrode lead consistent with the testing results observed intraoperatively and whilst implanted. No other damage has been identified which could explain for the reported problems. It is therefore assumed that the device might have been inadvertently damaged during implantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.